Event description:
The customer reported an altitude alarm on the pump, specifically identified as altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Customer received tips from technical support on preventing altitude alarms and was able to resume insulin delivery with the original cartridge without needing a replacement.